Event description:
Additional information received from a consumer reported they had an appointment on (B)(6) 2015. Nothing had been done to resolve the lack of therapy and tremors and the issue had not been resolved.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v515921, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot # v439082, implanted: (B)(6) 2010, product type lead; product ID 7482a66, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7482a66, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
A consumer reported they had paresthesia in the wrong location, a loss of therapy and a loss of stimulation after they were punched in the chest on (B)(6) 2015. Since the patient was hit in the chest they had a change in therapy and they were having mild tremors that were gradually getting worse. The patient was concerned the implantable neurostimulator (ins) was not working. The patient felt tingling in their left arm and they had twitching in two fingers. The patient¿s indication for use is essential tremor. X-rays were done on (B)(6) 2015 and they showed the ins was in place. The patient had just moved and they were not able to see a neurologist for a while. An appointment with a new health care provider (hcp) had been made. A manufacturing representative later reported that impedances were measured and all values were 1395 ohms except c-1 and c-5 were measured to be ¿???¿. Therapy impedance was measured to be 629 ohms on the right side and 670 ohms on the left side. Impedances were rerun at 2v and all impedances were normal except for 1-2 on the right side measured to be ¿???¿. The ins was programmed to c+, 5- at 1.7v, 90 usec, and 185 hz on the right side and c+, 1- at 1.6v, 90 usec, and 185 hz on the left side. Stimulation was used 24/7 and the patient had not turned stimulation o ff. The ins battery was at 2.60v.